Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alleged to have a length infusion inaccuracy issue. The problem was found during chemotherapy delivery (dose, programmed amount and delivery rate unknown). The reporter also stated that there was kink below the drip chamber. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.